Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons, motor errors, random no insulin delivery alarms, insulin pump rejects new batteries and screen was blurry. Customer's blood glucose value was unknown. The device will not be returned for analysis.